Event description:
During the course of an arthroscopic procedure of the right wrist, the arthroscopic shaver blade tip broke off. The physician was able to retrieve the broken piece. Direct visualization as well as x-ray confirmed that there were no remaining pieces in the wrist.